Manufacturer narrative:
A philips field service engineer (fse) was dispatched to the customer site. The reported issue was confirmed and traced to a faulty power management printed circuit board assembly (pm pcba). The fse replaced the pm pcba to resolve the reported issue. The device passed performance verification testing. Based on the service performed, the alleged malfunction was confirmed. Following the repair, the device was placed back into service. The removed pm pcba was returned to the failure investigation lab (fi). A visual inspection of the pm pcba revealed no evidence of damage or contamination. The fi technician installed the pm pcba into a fi ventilator to duplicate the reported issue. The customer complaint was confirmed. The investigation discover that the cause was due to the failure of transistor q33.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 19jan2021.

Event description:
It was reported to philips that the device had an auxiliary alarm supply failure. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.